Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3: device evaluated by MFR: investigation summary: service & repair evaluation: the repair technician reported the device failed in calibration during testing at service and repair. Torque test failed high is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on aug 22, 2019. The vendor will repair the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 31. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. Service & repair history: the previous service event for part number: 03.620.061 with lot number(s): h029539-07 has been reviewed. The customer called in a service request for this item on (B)(6) 2019 for failed calibration. The item was previously returned for service on jun 26, 2017 due to out of calibration. The previous service condition of out of calibration is relevant to the current complained issue of failed calibration. The manufacture date of this item is may 27, 2016. The service history review is confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the torque limiting ratchet handle failed in calibration during testing at service and repair. There was no patient involvement. This report is for one (1) 10nm torque limiting ratchet handle-6 mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 1 report as 08/20/2019 but should have been 10/14/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.